Manufacturer narrative:
The user discarded the affected administration set because it had been attached to the patient. As there is no sample available for evaluation, the manufacturer is unable to confirm the reported issue. A quality alert has been sent to the contract supplier on 07/10/2017.

Event description:
The user reported a leaking issue with the administration set. On (B)(6) 2017 the set leaked at male luer lock adaptor. The solution used for the infusion was ns. The tubing had been primed, when the nurse connected it to the patient, she immediately noted leakage so stopped the infusion. The patient was not adversely affected, and the tubing was changed without further problems with leakage. No patient injury or harm occured for this case.